Event description:
Near the end of procedure, using a laser through the bronchoscope, it was noted the end of the bronch appeared to be destroyed. It was removed and a different scope was used to complete procedure. Scope was being removed when the video equipment went black. Noted that the outer covering near the tip of the bronchoscope appeared to have been burnt away.